Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The explanted devices was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was frequently charging the ipg. The patient underwent an explant procedure. No further information could be obtained.